Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is not rewinding all the way. Customer's blood glucose was 204 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement test, active current measurement test and self test. However, no motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime test, basic occlusion test, occlusion test and force sensor test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.